Manufacturer narrative:
Correction: h4 - mar 23, 2009 should have been selected on the initial report rather than mar 27, 2009. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The distributor reported the freeze button (remote switch) on the evis lucera gastrointestinal videoscope did not work. No patient injury or procedure impact reported. During the evaluation of the device, it was noted a foreign object came out of the nozzle due to insufficient cleaning. This report is to capture the reportable malfunction of a foreign object came out of the nozzle due to insufficient cleaning noted at estimation.

Manufacturer narrative:
Event: no additional information was available. The device was evaluated, and the reported issue was not confirmed. Additional issues were identified. Due to wear of the zoom lever, water tightness was lost. The plastic distal end cover had a dent and a burn. The adhesive on the around the light guide lens and objective lens had a white-clouded area. The adhesive on the bending section cover had a crack, chip, and white-clouded area. The adhesive around the objective lens was peeled. The connecting tube had a wrinkle and a cut. The universal cord had a wrinkle. Paint on the air/water cylinder was peeled. The control unit was dirty due to water leakage. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. Switch four (4) had wear. Scratches were found in multiple locations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.